Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.

Event description:
It was reported during the dbs implant operation, the setscrew did not stop when the hcp screwed the connection of the lead and extension using the torque wrench. The setscrew almost broke the lead and the inside of the extension. Additional information indicated the hcp confirmed the torque wrench which was packaged inside the extension had been used. It was thought the wrench might be the problem, so another torque wrench was used, but the same thing happened. The hcp determined the extension had some kind of problem, but impedance was ok during the operation check, so it was decided to continue use of the extension. The patient was fine. There have been no further complications reported.